Manufacturer narrative:
The unit was received with a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. The unit was unable to perform basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test or verify the compromised force sensor system and motor motion error alarms due to the motor error alarm. The unit was received with normal operating currents and it passed the unexpected restart error test and self-test. The following physical damage was noted: minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed motor motion error. The patient's blood glucose at the time of incident is unknown. During troubleshooting the patient was able to clear the alarm and rewind the insulin pump. The displacement test passed. The self test was also completed. However, the insulin pump was returned for analysis due to three separate occurrences of the motor motion error alarm.